Event description:
It was reported that caller experienced past issue in which drops of insulin did not appear at end of tubing during fill tubing step of load sequence, even though caller used room temperature insulin, confirmed pump piston contact with cartridge, did not reuse cartridge, and used fill rod to remove air bubbles. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge, then successfully resumed insulin delivery, and no further outcome information was reported.